Event description:
The customer reported that a "communication failure" error code displayed on the system and it not boot. The customer used a different c-arm to complete cases.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep ordered installed a cpu upgrade kit. He erased and reloaded the flash memory and calibrations. The system is operating as intended.